Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h3, h6 and h10. D02- intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have scratch marks/abrasions damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had damaged conductor wire insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the nurse manager and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The conductor wire was damaged with a little exposed wire. It was unknown if the instrument collided with any other instruments or tool during the procedure. After the procedure, the instrument was inspected and confirmed the damage. It was unknown if the damage was identified prior to or after reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint, but analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted once the failure analysis testing has been completed, and/or if additional information is received. A review of the device logs for the fenestrated bipolar forceps (part#: 471205-17 / lot/serial#: (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial#: (B)(4). There were 3 uses remaining after this last usage. A review of the provided image is consistent with the allegation of a damaged conductor wire insulation. Root cause of the failure mode cannot be confirmed without the returned device. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.